Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 450 mg/dl. The customer reported high blood glucose due to bent cannula. The customer treated for the high blood glucose level with manual injections. The customer¿s current blood glucose level is 188 mg/dl. The customer did complete troubleshooting. The customer did not require assistance from emergency response team. The insulin pump will not be returned for analysis.